Event description:
The device couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. During the preliminary analysis of the returned device it was identified that device is jammed/seized and is unable to disengage from mating device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the following device was received as blind unit product code: 966505, lot no - nb7013. However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the sp2* steinmann pin inserter was jammed/seized with an unknown pin lodged at the connector. The device also exhibited signs of normal wear consistent with years of use. The potential cause of the observed condition can be attributed to unintended use error, likely that the condition resulted from over torquing or applying excessive force while assembling the pin, which could have caused excessive stress on the device. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sp2* steinmann pin inserter would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.